Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, the patient underwent spinal procedure at th11-l5 due to l2, l3 pyogenic spondylitis using percutaneous pedicle screw (pps). Post-op, it was found that set screws on the l4, l5 pedicle screws were backed out. There was in-patient hospitalization or prolongation of existing hospitalization due to this event. Patient underwent revision surgery on (B)(6) 2017.

Manufacturer narrative:
Product analysis: associated rod and pedicle screw not returned for analysis. Visual and microscopic examination of the returned implant identified a starburst pattern on the set screw face and node, consistent with set screw back out. Significant surface wear on both face and node are noted. Microscopic examination identified some evidence of peripheral contact on the face of the set screw, and angulated node morphology. The root cause of the screw back-out is unknown.